Event description:
Customer reported female luer cracking. No pt harm reported. No further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product has been requested to be returned for evaluation; however, to date, the product has not been received. A follow up report will be submitted if further info is obtained.